Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced a pericardial effusion. During a procedure where a farawave catheter was selected for use, a pericardial effusion was observed in the right atrium following ablation. The effusion occurred when the physician was attempting to remove the sheath and the ice catheter. Interventional cardiology was consulted, and subsequently, cardiothoracic surgery intervened. No device issues were reported. The patient required a prolonged hospitalization. The device was disposed and is not expected to be returned for analysis. It was further reported that a thoracotomy and valve repair were performed as medical intervention.

Event description:
It was reported that a patient experienced a pericardial effusion. During a procedure where a farawave catheter was selected for use, a pericardial effusion was observed in the right atrium following ablation. The effusion occurred when the physician was attempting to remove the sheath and the ice catheter. Interventional cardiology was consulted, and subsequently, cardiothoracic surgery intervened. No device issues were reported. The patient required a prolonged hospitalization. The device was disposed and is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.